Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with a reload improperly loaded. The arrows on the sulu did not line up with the arrows on the instrument and it was forced over the locking balls. The sulu was removed and properly loaded onto the instrument. No abnormalities were observed during the functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to improper loading of the sulu. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic umbilical hernia repair. The customer said that the first tack out of the load but the handle did not reset to position again to fire the second tack. No patient injury was noted.